Event description:
It was reported that an o-ring was on the pneumatic tap. There was no reported impact to customer's blood glucose. The distributor received the pump for investigation and was unable to duplicate the error. There was no o-ring on the pneumatic tap and a new cartridge was loaded successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.